Manufacturer narrative:
Quality controls recovered within range. There was no indication of a reagent performance issue. Upon review of the alarm trace, an abnormal ise preparation alarm and an abnormal ise calibration slope alarm were observed. The field service engineer found a contaminated system reagent. The customer replaced the reagents. The customer ran calibration and controls successfully. Patient correlation studies and precision studies were performed. Precision results were within expected ranges. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the c501 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with the k electrode on a cobas 6000 c (501) module. An experienced user in the laboratory noticed the samples had critical values and quickly repeated testing on a second analyzer. The repeat results from the second analyzer were deemed correct and nurses were notified of the changes in results. The first sample initially resulted in a k value of 3.73 mmol/l and it repeated as 5.03 mmol/l. The second sample initially resulted in a k value of 3.04 mmol/l and it repeated as 4.19 mmol/l. The third sample initially resulted in a k value of 3.87 mmol/l and it repeated as 5.22 mmol/l. The fourth sample initially resulted in a k value of 3.06 mmol/l and it repeated as 4.07 mmol/l.